Event description:
MFR rep reports pt with burning at the lead site when going through security gates and during electrical storms. Troubleshooting was performed with no device issues found. Device reportedly was on at the time the symptoms were noted. The device remains implanted with proper stimulation.